Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was caller requested mdt rep for ins "adjustment". Caller read from patient's record that about 6 weeks ago, patient twisted wrong at work and has had increased back pain and felt like the ins had moved upward. Caller stated patient was seen in office today and everything looked ok and patient feels system is working properly but is still having increased back pain and hasn't had reprogramming for 3 years. Troubleshooting was not required.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported that the device was directly over the patient's (pt) surgical site, not hurting and scs is still working. Nothing needed to be worked up. The twisting probably flared up the chronic pain. The symptoms were monitored for resolution of flare up. There would be a follow up in two months to recheck.